Manufacturer narrative:
This report is submitted on oct 22, 2021.

Event description:
It was reported that the patient's battery charger has melted. A new replacement charger were sent to the patient. No serious injury was reported. The charger has not been returned to the manufacturer as of the date of this report.